Event description:
Information was received that this smiths medical medfusion pump exhibited battery communication timeout. Investigation completed by the field engineer reviewed the device alarm history and found base task timeout, base not responding, depleted battery and battery communication timeout messages. No reported adverse effects.